Manufacturer narrative:
Manufacturer's investigation conclusion: the report of separation of the distal end driveline bend relief near the metal connector requiring a clamshell repair was confirmed through an onsite evaluation performed by a technical service representative. The account reported that the patient¿s distal end driveline bend relief became separated from the metal connector. Technical services arrived onsite on (B)(6) 2019 to perform a clamshell repair. The repair was successful, and the patient remains ongoing on vad support with no further issues reported. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the driveline was separating from metal driveline connector. Clam shell repair was completed on (B)(6) 2019. Additional information was request, however was not provided.